Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging on (B)(6) 2015, the patient experienced high blood glucose (bg) and was hospitalized. There was no indication as to the reasons why the bg was high. Animas customer technical support followed up with the patient to obtain additional information. The patient reportedly replaced all components, changed out the site and the issue was still not resolved. Since this issue remained unresolved, the patient reportedly believed there may have been a pump issue but did not provide any information as to what specific pump malfunction may have occurred. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged unspecified/unknown pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 12/21/2015. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/30/2015 with the following findings: review of the black box data revealed the last basal delivery was recorded on august 31, 2015 at 10:42 and the last bolus delivery was recorded on august 31, 2015 at 07:32. The basal and bolus deliveries add up to match the total daily dose indicating that the pump was delivering accurately until the last date of use. A delivery accuracy test was performed and indicated that the pump delivered accurately and within the required range. The pump was exercised for 24 hours and correctly reflected the total daily dose delivered. Boluses were performed and were accurately recorded in the pump history. Investigation revealed a crack in the battery compartment extending from the case seal toward the threads. The pump case was removed for investigation and did not reveal any damage, defect or contamination of the pump¿s interior components. Investigation did not duplicate any unusual issue with pump function and the pump was found to be delivering as intended without malfunction.